Event description:
Stapler fired with original stapler load, when staff member attempted to remove the original stapler load from device, she struggled to do so. Once the original stapler load removed, staff attempted to replace with gia 80 stapler reload. After the replacement reload was placed, the gia 80 stapler did not close, metal piece sticking out near the stapler/reload junction. The stapler was removed from surgical field and replaced with new stapler.